Event description:
This lead was capped due to a break in the outer insulation. Bi-polar pacing impedance measurements also trended downwards. Should additional information become available, this event will be updated.